Event description:
Spurious discharge of ICD. Stored electrograms revealed artifact consistent with lead and/or insulator dysfunction of sensing portion of ICD lead. Surgical intervention on 4/17/97 revealed a fractured lead. The lead was capped and old pulse generator removed. A new system was implanted. Hosp submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary info received by hosp which it has not had the opportunity to investigate or verify prior to the reporting date. Hosp has not conclusively determined the cause of this event. This report shall not be construed as an admission by hosp that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.